Event description:
Sales representative called to report a nurse was burned by a battery. On december 2001, biomedical technician for facility was contacted. Biomedical tech reported that pump indicated low battery. Nurse involved was conferenced on a call. Nurse states that battery was changed 4 times. On the fourth attempt, the battery was hot enough to cause of mild burn to the nurse's hand. Nurse was not treated medically for the incident. Patient was placed on another pump and infusion continued without incident. Morphine was being infused through either 2l3506 tubing or possibly 2l3513 tubing according to nurse. Patient was receiving pca post c-section. No additional information available.